Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist contacted ikaria technical support to report that inomax ds (B)(4) experienced a delivery failure while on a pt. Method - device successfully troubleshot via phone. It was not necessary to return the device for service eval since it was found to function correctly when operated correctly by the user. The ventilator should have been placed on standby while the pt was hand-bagged before opening the ventilator circuit. Providing hand ventilation would have allowed inomax to be provided until the circuit could be modified and the systems tested for functionality prior to placing the pt back on both devices. Since this was not done, the inomax ds detected the increased inomax level and interrupted delivery, per design. When the device was switched out, it performed per specs following calibration after a few minutes to allow the nitric oxide sensor to stabilize after being loaded with nitric oxide due to the user error.

Event description:
On (B)(6) 2011, a respiratory therapist contacted ikaria technical support to report that inomax ds (B)(4) experienced a delivery failure while on a pt. The pt was a (B)(6), with right sided heart failure and chronic lung disease. The infant had "very high pulmonary artery pressures" so inomax therapy was started on (B)(6) 2011 with the inomax ds (B)(4). The pt was on the bunnell jet ventilator with fractional inspired oxygen (fio2) (B)(4). The rt was preparing to administer a dornase alfa treatment through the bunnell jet ventilator. She called a (B)(4) technical support rep to discuss drug delivery through (B)(4) and he recommended that she change the nitric oxide (no) sampling set up. The rt was currently using the y-piece sample port adaptor instead of the t-piece sample port adaptor (B)(4) provided by ikaria. (B)(4) technical support suggested that she cut the (B)(4) jet tubing to insert the sample tee. While doing this, the rt observed the monitored no began to climb and exceeded 100 ppm, sending the inomax device into delivery failure. The pt experienced an oxygen desaturation from a baseline oxygen saturation level of (B)(4) fio2 to an oxygen saturation level in the low 70s and a bradycardiac episode with a decrease in heart rate to the 70s beats per minute (baseline heart rate was not provided). The rt started manual ventilation with the manual backup system as soon as the pt began desaturating and experiencing bradycardia and in less than 2 minutes from the time the oxygen desaturation and bradycardia began; the pt was brought back to prior baseline levels. Once the pt was stable on the manual backup system, the rt attempted to reboot the device. Each time, the device would boot to >100 ppm of no and stay in delivery failure. A low range calibration was also attempted, which led to a failed no cell alarm. Ikaria technical support explained to the rt that the no cell was saturated with no and would normally take a few minutes to clear out. By attempting a low range calibration with the sensor saturated, it locked in a bad value, leading to the failure. The device was ultimately switched off the pt and replaced with another device, which functioned without problems. The pt had no further episodes of oxygen desaturation or bradycardia. Once the device was removed from the pt, the inomax ds passed a low range and high range no calibration without issue. A performance check at 40 ppm was done and the device passed. The rt deems the events of oxygen desaturation and bradycardia for less than 2 minutes as moderate in severity, resolved with the use of the manual backup system and probably due to interruption of inomax therapy because of device problems stemming from user error.